Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for reflex sympathetic dystrophy syndrome (rsd)/causalgia-complex regional pain syndrome (crps). It was reported that the patient had an infection in the past but it was unknown when this took place. Further follow-up is being conducted to determine when the infection was diagnosed, what symptoms were experienced, and if any actions or interventions were performed. If additional information is received, a follow-up report will be sent.